Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at her scs ipg pocket site which caused her to go to the emergency room. The pain is present when stimulation is on and when stimulation is off. Follow-up identified the patient's pain is caused by a health condition the patient has and is not scs system related.